Event description:
It was reported when using the bd vacutainer® edta 2k luer lock customer reports the black rubber (fragments) of the blood collection tube got into the tube during measurement with the product. The following information was provided by the initial reporter. The customer stated: this report is about coring. The black rubber (fragments) of the blood collection tube got into the tube during measurement with the product. Wfi task: did the issue delay or impact patient results in any way? Nothing.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, ten (10) retention samples from bd inventory were tested, all weights were within specification limits and no stopper coring observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode coring. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.